Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's stated problem was verified. Inspected the pump and attached cassette onto the device and it was alarming. Functional test was also performed, and it failed. Further investigation of the pump determined that a faulty upstream occlusion sensor was the root cause of the issue. Service will replace the upstream occlusion sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump failed upstream occlusion testing. It was reported that there was no patient involvement. No adverse effects were reported.